Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. During the procedure, the physician accidently cut the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that all insulators were breached cut. It was also noted there was blood/body fluid on the outer tubing overlay, outer insulation had a cosmetic cut, blood in/on the helix/lobe mechanism and sleeve head, and apparent explant damage. (B)(4) the full lead was returned and no anomalies were found. However, it was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and sleeve head. Visual analysis indicated explant damage.